Manufacturer narrative:
Laurent willemot- "radiological and clinical outcome of arthroscopic labral repair with all-suture anchors" 1-5. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: b3 - date of event - ni . D2 - device product code - ni. D4 - expiration date - ni . D6 - date implanted - ni . D7 - date explanted - ni . E1 - initial reporter ¿ redouan elfadalli, kjell c. Jaspars, mark h. Awh, jeff peeters, nick jansen, geert declerq, olivier verborgt. H4 - manufacture date ¿ ni.

Event description:
It was reported in a journal article that two patients underwent arthroscopic allsuture anchor labral repair and reported postoperatively a grade 3 bone reaction/small cysts. There has been no other information provided.